Manufacturer narrative:
The information submitted reflects all relevant data received. (B)(4).

Event description:
It was reported that the external pulse generator (epg) had a broken connector, bails, ring, and the associated covers were missing. The biomedical engineer (be) obtained the part numbers from technical services and will repair the epg. The status of the epg is unknown. No patient complications have been reported as a result of this event.